Event description:
During testing at the user facility, the channel 2 fluid shield was found to be damaged and fluid spillage was noted. Device was returned to the biomedical department with an report that channel 2 of the device does not recognize cassette and spillage was noted. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the channel 2 fluid shield ws found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.